Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized for the event. The patient was treated with cefazolin sodium (1.0 g per day) combined with ceftazidime (1.0 g per day, intraperitoneal) for the event. It was further reported the patient was treated with "multiple anti-infection regimens but the results were poor". On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. It was reported after the patient was discharged, the patient condition "remained good". No additional information is available.